Event description:
The device was being used in the anterio-venous graft of the forearm. The device ran for 30 seconds and quit. The initial info relayed to microvena was a drive shaft broke. A drive shaft breakage is expected with this type of device as a pt safety measure, and therefore not reportable, however, when the deivce was rec'd by microvena and found to have a distal tip seperation, a medwatch and internal evaluation was initiated.